Manufacturer narrative:
D10 concomitant product: tect1510ar, tect1510ar anat rt std py 15x10cm, (lot # sye1212m). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following surgery for bilateral inguinal hernias with implantation of two mesh, the patient experienced constant pain that could not be relieved, persistent moderate to severe pain on both sides radiating to the testicles, tension, tightness, burning sensations, inability to sit for long periods, inability to carry a small load, inability to wear a belt, and inability to hold back urination. The pain was described as unbearable, requiring emergency room visits, and resulted in a significant reduction in activities, impacting family and social life. Ongoing pain management included a neuropathic pain agent, a tricyclic antidepressant, an anxiolytic (benzodiazepine), and transcutaneous electrical nerve stimulation (tens) therapy. Multiple surgeons refused to re-operate. Several ultrasounds, scans, mris (magnetic resonance imagine scans), and blood tests were conducted, all showing no abnormality.